Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier UDI. Part analysis: the reported condition of drawer failure la.4e was confirmed during fse field service engineer testing and subsequently confirmed in the dchu inspection and testing process. According to work order (B)(4), the fse released drawer from device and removed damaged solenoid burning smell and thermal damage mark. The fse removed the pmc board and drawer board all main hh aux drawer 1.2. The fse replaced each part reseated drawer and plugged in power cord from customer unplugged due to concern from burning smell. No further issues were observed. During dchu visual inspection: p n 353578-01 the part presented discoloration caused by excessive heat to the coil cover. P n 151622-01 the part was received with no visible signs of fluid ingress missing components or thermal damage. P n 151903-01 the part presented signs of fluid ingress. During dchu testing: p n 353578-01 dchu testing was conducted using a calibrated dmm on an esd protected surface the obtained resistance measurement was 0.2 ohm which is considered as a faulty solenoid. P n 151622-01 dchu testing was conducted using a calibrated dmm on an esd protected surface the mosfet q601 resistance testing failed due to the resistance measured was below 1000 ohm. P n 151903-01 no further dchu testing was performed due to the results obtained during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 d. Root cause: the root cause of the reported issue was identified in the faulty solenoid due to the overheated coil and a damaged mosfet q601 from the drawer controller board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The field service engineer reported that there was a burning smell and thermal damage mark in solenoid. As part of the investigation, it was determined that a faulty solenoid with an overheated coil and a damaged mosfet q601 was present. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The field service engineer reported that there was a burning smell and thermal damage mark in solenoid. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer 1.2 was not detected on bus. A field service engineer (fse) replaced damaged solenoid, pyxis module controller board and drawer board. Fse reseated drawer and plugged back power cord, rebooted device and configured drawer with new boards. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.